Event description:
The customer reported that the battery of their t:slim x2 pump would not charge despite using the recommended charging cable and wall adapter. There was no adverse impact to the customer's blood glucose level. Technical support verified that using different adapters and cables did not resolve the issue, thus they arranged for a replacement pump as the current one was under warranty. Reportedly, customer reverted to a backup insulin pump for insulin therapy.